Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 340 mg/dl and 587 mg/dl. The customer was treated with manual injection. The customer also stated that the insulin pump had insulin flow block alarm and insulin did not exited. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose and insulin flow block alarm. The insulin pump will not be returned for analysis.